Event description:
As reported by navilyst medical's distributor in the (B)(4), an indwelling PICC line fractured at the location just below the oversleeve on the extension leg. The device was removed and discarded at the hosp. A photo of the device has been provided to navilyst medical.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The 11/2014 navilyst medical complaint report was reviewed for the bioflo PICC product family and the failure mode of "oversleeve/extension tubing hole/fracture." No adverse trends were identified. A photograph was provided which confirmed the reported complaint event. Without receiving product for eval, however, we are unable to definitively determine a root cause for this incident. Navilyst medical's manufacturing process controls for this catheter includes (B)(4). Pr08769.